Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Corrected field: h1. This follow-up is for correction of the field h1 - initially reported as "serious injury"; corrected to "malfunction".

Event description:
1 of 3 reports. Other mfg report numbers: 3014334038-2025-00031, 3014334038-2025-00032. This report is for cerelink icp monitor: a facility reported a cerelink monitor (ID 826820) displayed "sensor failure" while in use in the intensive care unit. The senor was removed. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis - the monitor (sn: (B)(6) is working properly and no fault was found. The device was checked with test-icp-cable and it shows the right values. All internal components (the touchscreen, the analog board and the digital board) are the latest revision. Root cause - the reported failure was not confirmed as the returned unit tests within specification. All internal components (the touchscreen, the analog board and the digital board) are the latest revision. A potential cause of the reported error message may have been related to the sensor being used.

Event description:
N/a